Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (unknown) 2000 mcg/ml via an implantable pump. It was reported that the patient came in for a pump replacement elective end of life for the pump. The catheter was not able to be aspirated from the catheter access port, the pump segment or the spinal segment. It was determined that a new catheter needed to be placed. There was no discrepancy in the reservoir volume. The patient reported no withdrawal symptoms or any symptoms, but because the catheter could not be aspirated, it was undetermined how much of the baclofen the patient was actually receiving. The patient reported no adverse events no withdrawal symptoms. The physician replaced the pump build the reservoir, replace the entire catheter and significantly reduced the average daily dose of baclofen. The patient had oral medication on hand in case he went into withdrawal symptoms. The issue was resolved at this point.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#serial#: (B)(6), implanted: on (B)(6) 2013, explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 02-nov-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.